Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The kink was not confirmed; however the stretched outer member is likely what was perceived as the kink. Additionally, the proximal marker and inner member were separated. The investigation was unable to determine a conclusive cause for the reported kink and the noted separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the 2.75x20 mm nc trek rx balloon dilatation catheter (bdc) was removed from the packaging hoop and kink was noted on shaft, near the balloon. The device was not used, no patient involvement. A same size nc trek rx bdc was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed a proximal marker/inner member separation.

Manufacturer narrative:
(B)(4). On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.